Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05786. It was reported that a patient presented at the hospital. Chest x-rays performed on (B)(6) 2019 revealed a dislodged right atrial lead and a dislodged right ventricular lead. Both leads were repositioned on (B)(6) 2019. The patient was in stable condition.